Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon folds were tightly wrapped. No issues were noted with the balloon of the device that may have potentially contributed to the complaint incident. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination found that the device was received in two sections as a result of a break in the hypotube. The break was located at 59.6cm from the distal end of the strain relief. Hypotube kinks were also noted. A visual and tactile examination of the extrusion shaft found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25may2021. It was reported that the device could not cross the lesion. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device could not cross the lesion due to the target lesion characteristics. The device was removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed a hypotube break located at 59.6cm from the distal end of the strain relief.